Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the end of the flush port on the faradrive steerable sheath detached. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received and is pending analysis.

Manufacturer narrative:
When the sheath was received at boston scientific's post market laboratory the device was first visually inspected where it was confirmed that the stop cock was no longer attached to the, nor was the component returned with the sheath. The cause was determined to be component failure due to the breakage of the component.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the end of the flush port on the faradrive steerable sheath detached. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received.